Event description:
It was reported that the biomed had the arctic sun device with an alarm 78 (non-recoverable system error chiller water temperature sensor out of range ¿ low resistance), gave them the pn and price to order a new tank harness.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format is updated with all available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty t4 thermistor. It was reported that the biomed had the arctic sun device with an alarm 78 (non-recoverable system error chiller water temperature sensor out of range ¿ low resistance). DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d,e UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device with an alarm 78 (non-recoverable system error chiller water temperature sensor out of range ¿ low resistance), gave them the pn and price to order a new tank harness.